Manufacturer narrative:
Concomitant medical products: 383059 lead, 694765 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the cardiac resynchronization therapy defibrillator (crt-d) tripped elective replacement indicator (eri) due to premature battery depletion. The device was explanted and replaced. It was also reported that the left ventricular (lv) lead exhibited high thresholds that changed within 24 hours. The lv lead polarity settings were re-programmed and the lead remains in use. No patient complications have been reported as a result of this event.